Event description:
Lap chole - "clip applier appeared to perform as expected on (B)(6) 2013 (product disposed of), however, on the (b)(46) 2013, the patient had low blood pressure. A laparatomy was performed by the same surgeon investigate. He observed that the two clips on the cystic artery had not created haemostasis." Patient status: "normal post op recovery".

Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.